Event description:
It was reported that the report system of the syngo dynamics sporadically shows data from two different patients. There a no injuries attributed to this event. The reported event occurred in (B)(6).

Manufacturer narrative:
December 20, 2013, our factory specialists evaluated the reported issue within the acceptable risk threshold. Based on new information provided after investigation completion, the issue was re-evaluated and as of january 14, 2014, upgraded to a reportable event. The investigation results showed that the potential patient data mix-up is caused by a coding error. This error results in the sporadic behavior causing the reporting system 'worksheet' and 'report' to show data from two patients. The coding error is caused by the previous study not being properly disconnected from the sensis hemodynamic system. According to the syngo dynamics user manual to avoid potential misdiagnosis the operator must ensure that the image data and report data used for diagnosis are related tot he correct patient. The operator must match patient name on the tollbar and patient name mentioned on the report. (B)(4). Affected customers will be informed about the error via customer safety advisory notice. (B)(6). This report was submitted january 30, 2014.